Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump.